Event description:
It was reported to boston scientific corporation that an expect endobronchial ultrasound fine needle aspiration (ebus tbna) was used for a biopsy in the lungs, performed on (B)(6) 2026. During the procedure, the physician noted that the needle would not deploy from the sheath. The device was then tested outside the patient, and the needle deployed as expected. However, upon reintroduction into the patient and another attempt to actuate the needle, the sheath detached from the needle and remained in the patient's lung. The detached piece was retrieved intact, as it had not fragmented, using forceps. The procedure was then successfully completed with another ebus needle. Following the procedure the patient fully recovered, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of sheath detachment.